Event description:
It was reported that after removing the device out of the patient a piece around the tip was missing. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 24 mm closure device was deployed and recaptured over five (5) times due to challenging patient anatomy. When the wds was removed from the patient, it was noticed that one of the pieces around the tip was missing. The physicians were unsure where it was and could not find it on the back of the patient table. Transesophageal echocardiography (tee) and fluoroscopy imaging was used during the procedure, and nothing was noted on the imaging inside of the patient. A new 24mm wds was prepared and used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro delivery system with the implant in the sheath was returned for analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination under the microscope found the tri-cuts were flared, one was folded inward, and there were abrasions within the sheath tip. The observed tip damage is consistent with deploying and recapturing the implant. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that after removing the device out of the patient a piece around the tip was missing. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 24 mm closure device was deployed and recaptured over five (5) times due to challenging patient anatomy. When the wds was removed from the patient, it was noticed that one of the pieces around the tip was missing. The physicians were unsure where it was and could not find it on the back of the patient table. Transesophageal echocardiography (tee) and fluoroscopy imaging was used during the procedure, and nothing was noted on the imaging inside of the patient. A new 24mm wds was prepared and used to complete the procedure. No patient consequences were reported.